Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was transplanted. At the onset of dissection, significant bleeding was noted from the outflow graft. Upon further inspection, the outflow graft bend relief was found to be disengaged with a hole in the graft itself.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.